Event description:
It was reported to covidien that the display is missing segments. There was no patient involvement.

Manufacturer narrative:
Covidien service center replaced the main board and display board. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.